Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A report will be submitted when a final evaluation is completed.

Manufacturer narrative:
(B)(4). This report includes final evaluation findings. No additional information is expected. Evaluation summary the user returned the actual device (lot 1006c01, manufactured june 2010) for investigation. The evaluation identified missing segments in the dose numbers. The investigation found liquid ingress with a contributing factor of a cracked lcd cable. The liquid that caused the malfunction is unknown. This reportable malfunction may result in an inaccurate dose of insulin. Malfunction confirmed. A user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The use manual instructs, "if any part of the pen display is missing do not use pen." It further instructs that if the display is not working correctly to 'contact lilly... Or your healthcare professional.' The investigation also determined that liquid ingress caused reset mode errors and power button failure. Corrective action, cracked lcd cable a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional online control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Corrective action, moisture/liquid ingress a corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. Due to the combination of this improvement with other planned corrective actions, this improvement is targeted for implementation by q1 2012. Improper use and storage the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir did not work correctly. The humapen memoir was associated with product complaint (B)(4) lot 1006c01. The device was returned on (B)(4) 2011, and found to have missing segments in the dose display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2011.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir did not work correctly. The humapen memoir was associated with product complaint (B)(4)/ lot 1006c01. The device was returned on (B)(6) 2011, and found to have missing segments in the dose display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2011. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database added the device specific safety summary; (B)(4).